Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 525 mg/dl at the time of incident. The customer¿s current blood glucose value was 143 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with syringe. Customer passed all the test including high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.